Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue; however, the button was still difficult to press. Additionally, it was reported that the pump battery could not be charged resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. The customer's blood glucose level ranged from 120-322 mg/dl.